Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation will be capsular contracture, baker grade unknown and possible rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Clarification: explant surgery has not been confirmed.

Event description:
Patient reported right side "soft" capsular contracture of 3 mm, baker grade unknown, and suspicion of a fissure. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5.

Event description:
Patient reported "soft capsular contracture of 3 mm on the right and crease/folding of implant¿ and ¿deformation. Thicker on one side compared to the other. Suspicion of a fissure on the echography but not confirmed on the MRI". Double capsule. The device was explanted. Right side.

Event description:
Patient reported "soft capsular contracture of 3 mm on the right. Thicker on one side compared to the other. Suspicion of a fissure on the echography but not confirmed on the MRI". Double capsule. The device was explanted. Right side.

Manufacturer narrative:
H6 continued : f2203. Device evaluation: visual analysis of the returned device identified: fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In addition, was clarified that the device was observed with deformation however it was not received in their primary or secondary packing. Based on the device analysis the final assessment is:creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Patient reported right side "soft" capsular contracture of 3 mm, baker grade unknown, and suspicion of a fissure. The device was explanted.